Event description:
Patient reported the byte team advised them to discontinue use of the aligners due to their open bite. They visited their dentist and due to the damage done by the aligners they will have to have more dental work done to correct the issues the aligners caused.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.